Event description:
Reportedly, a remote alert, associated to an atp delivered on 19 october 2019, was transmitted on 21 october 2019. Thus, a follow-up was performed on 24 october 2019. Moreover, another remote alert, associated to a high ventricular lead impedance, was transmitted on 26 october 2019. Therefore, another follow-up was performed on 04 november 2019. During this follow-up, it was observed that the device was reinitialized on 24 october 2019. Additionally, the ventricular impedance was measured during this follow-up and no anomaly was observed, while the atrial lead impedance was found to be saturated at 3000 ohms. It was observed that the patient was in atrial fibrillation. The subject ICD was replaced by a crt-d device on 11 november 2019. The associated atrial and ventricular leads were not explanted, since normal leads impedance measurements were observed during the intervention.

Event description:
Reportedly, a remote alert, associated to an atp delivered on (B)(6) 2019, was transmitted on (B)(6) 2019. Thus, a follow-up was performed on (B)(6) 2019. Moreover, another remote alert, associated to a high ventricular lead impedance, was transmitted on (B)(6) 2019. Therefore, another follow-up was performed on (B)(6) 2019. During this follow-up, it was observed that the device was reinitialized on (B)(6) 2019. Additionally, the ventricular impedance was measured during this follow-up and no anomaly was observed, while the atrial lead impedance was found to be saturated at 3000 ohms. It was observed that the patient was in atrial fibrillation. The subject ICD was replaced by a crt-d device on (B)(6) 2019. The associated atrial and ventricular leads were not explanted, since normal leads impedance measurements were observed during the intervention.

Manufacturer narrative:
Preliminary analysis results confirmed that a reset occurred on (B)(6) 2019 at 12:09, most probably during the follow-up performed that day. This reset was caused by an abnormal decrease of the device internal power supply. Normal behavior was restored after the reset.

Event description:
Reportedly, a remote alert, associated to an atp delivered on (B)(6) 2019, was transmitted on (B)(6) 2019. Thus, a follow-up was performed on (B)(6) 2019. Moreover, another remote alert, associated to a high ventricular lead impedance, was transmitted on (B)(6) 2019. Therefore, another follow-up was performed on (B)(6) 2019. During this follow-up, it was observed that the device was reinitialized on (B)(6) 2019. Additionally, the ventricular impedance was measured during this follow-up and no anomaly was observed, while the atrial lead impedance was found to be saturated at 3000 ohms. It was observed that the patient was in atrial fibrillation. The subject ICD was replaced by a crt-d device on (B)(6) 2019. The associated atrial and ventricular leads were not explanted, since normal leads impedance measurements were observed during the intervention.